Event description:
The customer requested to have the device serviced for the fco software, calibrations, and repair. No specific allegations were made. It was later found by the authorized field service engineer (fse) that the etco2 connector port was defective. There was no indication that the device was in use on a patient at the time the issue was observed. It was confirmed by the fse that no patients were involved.